Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has frequent undersensing and some far-field r-wave oversensing. The physician is aware of the issue and continues to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.